Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation received. Litigation alleges injury, elevated metal ion levels, discomfort, pain, lack of mobility, emotional distress, left hip sustained massive damage, including significant bone loss requiring bone grafts. Metal ion levels were above 7 ppb. Doi: (B)(6) 2008; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. H10 additional narrative: added: b1 and h6 (patient and device codes). H6 patient code: no code available (3191) used to capture the surgical intervention and bone injury.

Event description:
In addition to what was previously reported in the medical records, the patient was revised to address metallosis, staining of the trochanter, loosening of femur stem and impingement of the cup and head. Operative note reported staining of the bone near the condyloid fossa from the metallosis fluid. There was extensive osteolysis in the greater trochanter and along the implant, stem was impending loose, there was also a notch of the lateral aspect of the femoral neck where titanium had been eroded from impinging on the cup in extension.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.